Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 537 mg/dl; cause was not known. Reportedly, the pump supplies were changed to address the issue.